Manufacturer narrative:
The drill attachment was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was found. Internal components were evaluated and extensive corrosion was discovered throughout the device. The presence of corrosion on internal components can increase the load current and cause the cable to overheat. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of corrosion within this device. The motor assembly, bearings, and rotor assembly were replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the cable portion of the drill heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.